Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A baseline pericardial effusion was noted at the start of the case. After the trans-septal puncture was performed with non-bsc trans-septal system, the effusion was noted to have increased. No interventions were performed. Device was successfully implanted without further complication. Patient has been discharged.